Event description:
It was reported that the device was implanted and explanted because the device was too small. Reportedly, the device is not available for return.

Manufacturer narrative:
Device not returned.